Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the pt was sent to (B)(6) for catheter repair due to cracking of an adapter. Instead of using a repair kit, they replaced the palindrome catheter with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.